Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. It was unable to perform the displacement test due to no button response. Device had cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding and the insulin pump alarmed button error. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 127 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.